Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 500mg/dl and the paramedics were called. The caller stated that the paramedics advised her to discontinue the use of the device and to treat with manual injections. The customer mentioned that when he is eating his blood glucose is shooting up. The caller experienced vomiting and thirst. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found multiple no delivery alarms. Checked the bolus history and the last bolus stopped at 6.5 units when it was calculated 8.5 units. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.